Event description:
Discordant, (B)(6) advia centaur xp results for (B)(6) were obtained on several patient samples. Testing on the advia centaur xp was repeated twice for those patients and discordant, (B)(6) results were obtained. All results were reported. Testing was repeated a third time on a different system for those patients and (B)(6) results were obtained. The results from patient #7 caused an infant to be treated and a corrective report was generated with a 0.16 result. The type of treatment is unknown. There are no known reports of adverse health consequences or patient intervention due to the discordant, (B)(6) results.

Manufacturer narrative:
As per the IFU interpretation of results, samples with an index value of greater than or equal to 1.00, but less than or equal to 50 are considered initially (B)(6) for (B)(6). Perform repeat testing in duplicate and/or supplemental testing, such as the advia centaur (B)(6) confirmatory assay, to confirm the result. It is unknown if confirmatory testing was completed using the advia centaur (B)(6) confirmatory assay. A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument. It was determined that the cause of the discordant (B)(6) results was due to a defective pinch valve for aspirate probes 1-4. Valves were replaced and qc controls were run and found to be within range. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00170 on 10/28/2011. Updated 05/17/2012: the cause of the defective aspirate probe pinch valve was due to under-sized pusher pins used in the manufacture of the pinch valve.